Event description:
It was reported that approximately 10 bd alaris¿ smartsite¿ extension sets leaked at the edge of the filter during use. The following information was provided by the initial reporter: " the db maxzero (mz9270) microbore tri-fuse extension set 3 IV, filter set. Approx 10 sets so far have been found leaking. These sets are leaking at the filter, it appears to be a slow oozing leak. Not the hubs but at the filter. We just had another triple connector start leaking on a micro preemie (1200 grams). This is a huge issue as our babies are not only missing out on nutrition, this greatly increases the risk for infection in these immune compromised infants. It is not clogging; the area is leaking at the edge of the filter. The tri connectors are changed daily. Seems to be happening soon after the tpn change.".

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2023-00942 was sent in error. This was not a complaint but a question. MFR#: 9616066-2023-00942 is void as a result. MDR# 9616066-2023-00961 is the report for the leakage mentioned.

Event description:
It was reported that approximately 10 bd alaris¿ smartsite¿ extension sets leaked at the edge of the filter during use. The following information was provided by the initial reporter: "verbatim: 1. The db maxzero (mz9270) microbore tri-fuse extension set 3 IV, filter set. A. Approx 10 sets so far have been found leaking. These sets are leaking at the filter, it appears to be a slow oozing leak. B. Not the hubs but at the filter... We just had another triple connector start leaking on a micro preemie (1200 grams). This is a huge issue as our babies are not only missing out on nutrition, this greatly increases the risk for infection in these immune compromised infants. It is not clogging; the area is leaking at the edge of the filter. The tri connectors are changed daily. Seems to be happening soon after the tpn change."

Manufacturer narrative:
D.4. The reported lots 22119145 and 23029243 were not found for the reported catalog# 20029e. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.